Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer tried to correct the issue by reloading the same cartridge, but received a message asking for a minimum of 50 units of insulin. There was no impact to the customer's blood glucose level. It is reported that the customer used cold insulin.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.